Manufacturer narrative:
UDI: (B)(4). This actual device was returned for evaluation. During repair it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had intermittent operation/function, would not oscillate, difficult to assemble/disassemble coupling, oscillation did not work, did not start at times and the tool coupling was stiff. It was further determined that the device failed pretest for check the function with the pen drive console, compatibility between the small battery drive device and the small battery drive device ii, check the triggers and the electronic control unit function, switching function, oscillation angle, check the off/oscillation/on switch mode function and the attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.